Event description:
This report is being filed upon notification from our mr manufacturer in best, the netherlands to submit this event. Problem: the patient had an MRI scan. The patient was scanned with the sense body coil with their feet first into the magnet. When the patient completed the scan, she complained of heat in her left elbow. Patient was checked by the nursing staff and a 2 inch blister formed shortly after scanning. No physical damage was noted on or in the coil, cables, connector or the bore liner.

Manufacturer narrative:
Eval (other) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. (Eval results) (other) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (Conclusions) code (other) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Note: the indicated importer has received FDA exemption number to submit one FDA form 3500a to satisfy both the importer (803.42) and manufacturer (803.52) for the same event.